Event description:
Rptr was referred to dr in 2001 to help treat or diagnose a possible tmj dental problem. Rptr may have had after a root canal on tooth #31. Dr told rptr he thought rptr had tmj from recent dental work and suggested rptr use the alpha-stim 100 stimulator to relieve the muscle where rptr had dental work. Dr used it at currents ranging from 0.5 hertz to 2.0 hertz for one hr on each of these days. Rptr was not aware how the stimulator worked, or if any side effects were possible. Dr presented the machine to rptr as a non-medicated conservative approach to medications. Rptr was in no pain prior to the use of this machine other than mild headaches and tooth pain from a recent extraction of molar #31 and a wisdom tooth due to a failed root canal by another dentist. The alpha-stim 100 has disrupted rptr's nervous system and caused rptr several medical problems, ranging from irregular heart rate and abnormal EKG from three area hosps, also tingling sensations, nerves jumping, muscle and bone aches and pains, easy bruising, and ongoing diarrhea (lasting over a month), dehydration, anxiety, psychological imbalances. You name it and this machine affected rptr's entire body. Rptr was not taking any medication before or during the use of the alpha-stim 100. It has been one month and rptr has been in four hosps and has seen over seven drs, all of whom were dismayed that this machine was used on rptr. Rptr has been told that there is no known medical treatment for rptr's side effects because hosps and "legitimate" drs do not use such devices. Rptr contacted the MFR after this happened and dr told rptr that he had no answers because he had never had a report of rptr's type of side effects. He also said alpha-stim researchers had no antidote or treatment for what happened to rptr because the research simply has not been done. Dr does not want to accept liability for what this machine has done to rptr. Rptr has been in constant pain emotionally, physically and spiritually since this treatment. Rptr is a sunday school teacher and has been unable to teach class since this procedure. Rptr is also a single parent of three children who have worried about rptr to no end, and rptr's body aches constantly. For a normal healthy person such as rptr to have rptr's whole life change from the use of two treatments from the stimulator, rptr believes it should be taken off the market.